Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an accutrac 200 laser fiber was used during a lithotripsy procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber broke off inside the flexible ureteroscope. It was also found that the scope was damaged. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Additional information received on (B)(4) 2016. It was reported to boston scientific corporation on (B)(6) 2015 that an accutrac 200 laser fiber was used during a lithotripsy procedure in the kidney performed on an (B)(6) 2015. There were no broken fragments fell inside the patient. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accutrac 200 laser fiber was used during a lithotripsy procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber broke off inside the flexible ureteroscope. It was also found that the scope was damaged. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. (B)(4)